Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection, from the lsa to the abdominal aorta. It was reported that during the implant procedure, a 37/90 valiant navion stent graft was implanted at the lcc and was then extended with a 43/37/200 valiant navion, with perfect overlap. It was reported that the physicians were then concerned that the 37/90 valiant navion was encroaching on the lcc, and they decided to place an 8/29 balloon-expandable bare stent for access. It was reported that on the day after the procedure, the patient presented emergently with an rtad. An open repair was performed as treatment. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.